Event description:
A user facility reported that this mask would not hold air while it was being used in a pt. There was no pt injury or problems. The mask has been rec'd at lma north america and will be forwarded to the MFR for evaluation.